Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024 , the patient lost consciousness while he was outside walking his dog. The patient´s mother called the paramedics and when they arrived they took a bg reading which was 55 mg/dl and the bg reading was 21 mg/dl. They treated the patient with IV medication. The patient didn´t experienced any symptoms prior to losing consciousness the patient regained consciousness and the paramedics assisted him to make him a sandwich. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient reported 3 instances in which each event has similar details but occurred on different event dates. This report is to capture the first event. On (B)(6) 2024, the patient lost consciousness while he was outside walking his dog. The patient´s mother called the paramedics and when they arrived they took a bg reading which was 55 mg/dl and the bg reading was 21 mg/dl. They treated the patient with IV medication. The patient didn´t experienced any symptoms prior to losing consciousness the patient regained consciousness and the paramedics assisted him to make him a sandwich. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). This is 1 of 3 allegations of inaccuracies. The patient reported 3 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records cmpl (B)(4) . B5: describe event or problem - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H10: corrected data. H11 additional narrative- correction.